Event description:
It was reported that during the scheduled retrieval of a vena cava filter, approximately five months after implantation, a detached filter arm was discovered. The filter and the detached arm were successfully retrieved. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.